Event description:
The plaintiff's attorney alleged the patient experienced a myocardial infarction and expired caused by exposure to the product used during dialysis treatment.

Manufacturer narrative:
This is one of two device reports related to the same event. A follow up report will be submitted upon receipt of any additional information.